Event description:
Reporter indicated she experienced seizure like symptoms prior to being implanted with vns for depression; however, the pt reports her treating psychiatrist is not sure whether she is developing seizures or they are caused by the pt's medication. The psychiatrist has decided not to see the pt any longer. The relationship of the possible seizures to vns is unk. Good faith attempts to obtain additional info have been unsuccessful to date.